Event description:
Customer reported that the tubing separated from the connector during use. As a result, the system was changed while the catheter was left in place.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the supplier believes the root cause of the problem reported by the customer is attributed to the tubing being inadvertently pulled with greater than 3 pound force to jerk the tube out of the bonded connection while in use. A lot number was not provided, therefore, a review of the device history records could not be conducted. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed. Evaluation is process